Manufacturer narrative:
Unknown failure, will review and advise.

Event description:
During the use of the table leg spar, the safety lever became disengaged during a case and the spar slipped out of position. The spar was noted by the circulating nurse and surgeon's assistant prior to the case. Discussion with staff members regarding this issue identified this has occurred several times. This was repeated by the clinical engineering staff.